Event description:
Device 2 of 4. Reference MFR report: 1627487-2012-1667. Reference MFR report: 1627487-2012-1669. Reference MFR report: 1627487-2012-1670. The pt's original scs system info and implant date is unk and unavailable to us. It was reported, the pt experiences excessive warmth feelings of an electrical short while charging and red spots lasting 2 days after charging. The pt reports these issues first started occurring immediately after his scs system implant. The issues start 30 minutes into charging and begin with the feeling of excessive warmth. Then the pt experiences feelings of an electrical short, like nerve endings pulsing shortly after the excessive warmth begins. After charging, the pt notices red spots around the ipg and up his spine. These spots last a few days after charging. His scs system was replaced with a new one to address these issue, however it did not resolve the issues. The pt has not seen his physician or sjm rep regarding these issues since the replacement surgery. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This charger model was associated with a field correction. Manufacturer's eval: corrective and preventive action (CAPA) investigation was performed. Eval: result: pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.